Event description:
The central monitoring system (cns) screens went black and showed an error message "the problem has been detected and windows has been shut down to prevent damage to your computer. Problem caused by a file nv4/disp". Ref # MFR 8030229-2014-00011.